Event description:
During surgical procedure for multidirectional instability of shoulder, plastic ring detached from arthrocare 3.0 capsure and was seen floating in pt's shoulder. Ring was suctioned out with no injury to pt.